Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the rv lead impedance was trending down, but was still within normal limits. During device upgrade procedure, the lead insulation broke down when lead was removed from the generator. Lead was capped and replaced on (B)(6) 2018. Patient was stable.